Manufacturer narrative:
One device was returned and evaluated and two photos were reviewed. The lot number was provided and device history records were reviewed. The investigation is inconclusive for the reported missing components due to the fact that the kit was received opened and it could not be demonstrated that the components were missing upon arrival at the complainant facility. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0603870c port & catheter allegedly experienced a missing component. This information was received from one source. The malfunction did not involve a patient as there was no patient contact.

Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, photos were provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0603870c port & catheter allegedly experienced a missing component. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. The patient¿s age, weight, and gender were not provided.